Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with complaint of syncopal episodes. It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance has been gradually increasing. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.